Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardioverter defibrillator (ICD) was unable to be interrogated and was in backup mode with high voltage therapies disabled. The backup mode was due to magnetic resonance imaging (MRI) without adjusting the ICD to MRI mode. The ICD was restored back to normal settings. The patient condition was stable.